Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous superficial femoral artery. The coyote es mr 4mm x 20mm x 144cm balloon was used to treat in-stent restenosis of a non bsc stent. On the first inflation the balloon ruptured at ten atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.